Event description:
A pt reported they were hospitalized due to being unable to read the display. Their meter allegedly had a discolored display and would only prompt "clean test area". The result on their meter was "52 mg/dl". The result at the hospital was "32 mg/dl". The time difference between pt's meter and hospital was unknown. Treatment was orange juice and cookies. Ccr replaced one touch profile meter. No further info had been reported.